Manufacturer narrative:
(B)(4). Final analysis found the lead was returned in two pieces. External abrasion breaching the outer insulation and exposing the outer coil was noted at 5.2 cm to 5.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported complaints from the field. (B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds and low impedance. The patient was asymptomatic. The lead was explanted and replaced during scheduled generator replacement procedure. The patient was stable throughout the procedure and remained stable post procedure. The patient would continue to be monitored.